Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw abrasion on both sides of the patient's breast. It was reported the patient had blisters that bled. It was reported the patient has an allergy to the telemetry leads at the hospital. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied benadryl and an antibiotic ointment to the area. The irritation improved. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw abrasion on both sides of the patient's breast. It was reported the patient had blisters that bled. It was reported the patient has an allergy to the telemetry leads at the hospital. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied benadryl and an antibiotic ointment to the area. The irritation improved.